Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's diabetic ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to go to the hospital due to her blood glucose reading at 27.7 mmol/l (499 mg/dl) in the middle of the night. She also reported that she had diabetic ketoacidosis but was not able to obtain the exact diagnosis during the call. In addition, it was noted that there were changes made to device settings and the basal rate as a result of the event. The details of those changes were not indicated. There were no further information regarding the hospital visit or to the patient¿s treatment. The pod was deactivated and she was able to activate a new pod. The pod was worn between 4 and 24 hours on the abdomen.